Event description:
Additional information provided 8 april 2026: 1. It was reported that a ureteral stent was used in a procedure. Please confirm, was there any problem noted on the stent? Not available per customer/account. 2. Was the ureteral a bsc device? Not available per customer/account. 3. Please provide the physician's information if available: - complete name: (B)(6). - contact number: (B)(6). - email address: not available per customer/account. 4. If the patient information is available, please provide the following: - patient's name/initials: not available per customer/account . - patient's date of birth: not available per customer/account . - patient's weight: not available per customer/account. 5. Listing and model of other devices used during the procedure, include the model, brand name, sizes, etc. Not available per customer/account 6. Was there visible damage to the device and/or its packaging prior to use? Not available per customer/account. 7. Was zipwire advanced through a metal needle/ cannula or other metal device? Not available per customer/account. 8. Was the laser in use before the damage was noted? Not available per customer/account - did a laser contact zipwire? Not available per customer/account. 9. Are there any images associated with the file? Not available per customer/account 10. What is the reason for indicating serious injury? Please clarify if the patient was harmed. Not available per customer/account. 11. Please explain, what do mean by unexpected therapeutic effect? Not available per customer/account. 12. It was reported that the injury type is severe injury. Please explain what kind of injury? Not available per customer/account. 13. Was there any treatment given on the sever injury? Not available per customer/account. 14. Did the end-user file a report with the FDA? No, they file a report to china nmpa, not FDA. - nmpa report provided. - product serial no.: (B)(6). 15. Is the complaint device being returned? No, device was discarded.

Manufacturer narrative:
This follow-up report is being filed due to the receipt of additional information. The following sections have been updated: b4, b5, d4, e1, e3, e4, g2, g3, g6, h2, h4, h6 codes for (b) type of investigation, and h11. It was reported that the device was discarded. Therefore, no physical analysis of the device can be performed. The additional information provided included lot traceability. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) operational instructions: to activate hydrophilic coating: before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. As noted in the device instructions for use (dfu) warnings: do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/ or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle. Use extreme caution when using a laser, making sure to avoid contact with the zipwire hydrophilic guidewire. Direct contact may cause damage to the wire and/or sever the wire. As noted in the device instructions for use (dfu) precautions: the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or handling factors have contributed to the event as reported. Lake region medical reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. If any further relevant information is provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
Attempts to gather additional event details, including devices used and clarification on patient condition, have been made. To date, no information has been provided. Note, the event description indicates no harm to the patient; therefore, this event is being reported as a malfuction, not a serious injury. It was reported that the device is not expected to return. It was also reported that the device availability is unknown. Therefore, no physical analysis of the device can be performed. Additionally, the lot number for the device was reported as unknown; therefore, fields within section d4 could not be completed, including the UDI number. Attempts were made to obtain information on the suspect medical device, including a reason for nonreturn. To date, only the model/catalog number has been provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu) operational instructions: to activate hydrophilic coating: · before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. As noted in the device instructions for use (dfu) warnings: · do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/ or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle. · use extreme caution when using a laser, making sure to avoid contact with the zipwire hydrophilic guidewire. Direct contact may cause damage to the wire and/or sever the wire. As noted in the device instructions for use (dfu) precautions: · the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. · due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or handling factors have contributed to the event as reported. Lake region medical reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. If any further relevant information is provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: per email, it was reported that: using process: on (B)(6) 2026, the patient was admitted to our department due to large bladder stones, left ureteral stones, and left hydronephrosis, despite not being relieved after treatment in the nephrology department. Under combined spinal-epidural anesthesia, a laser lithotripsy and stone removal procedure for the bladder stones, as well as a left ureteral stent placement procedure were performed. During the operation, a hydrophilic guide wire was inserted through the bladderoscope, but the patient's ureteral stones made it difficult to insert the guide wire. During the placement process, it was discovered that the coating on the surface of the hydrophilic guide wire had fallen off. The guide wire was withdrawn, and no residue was found in the bladder. The guide wire was replaced and the surgery continued. Although no harm was caused this time, it cannot be ruled out that it might fall off again in the future, resulting in the coating remaining in the body. The combined use of the bladderoscope was employed. Analysis of cause of the event: product-related causes (including instruction manual etc.) Analysis description of cause of the event: the hydrophilic coating on the guide wire surface has peeled off, which is a quality issue. Procedure outcome: the procedure was completed by changing the guidewire. Concomitant medication/medical device: none. Malfunction: d150506_peeling indication of procedure: the patient has hydronephrosis. A guidewire is used to place an ureteral stent. Injury type: severe injury description: m2101_unexpected therapeutic effect.